Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was stated that insulin leaked past the o-rings of the reservoir and the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. No further details were provided.